Event description:
It was reported that a nurse selected the "override all" at the 4dtc workstation but did not verify the results. The gantry angle, collimator angle, jaw position was not completely where it should have been. The pt was positioned on the table and the treatment was started. The pt was delivered 42 mus before hospital staff realized that the position was not correct. The treatment was stopped immediately. According to the hospital physicist, critical organs were not irradiated during the occurrence. After investigation by the hospital staff on site, the hospital physicist informed varian of this incident as a courtesy. No other pt info was provided.

Manufacturer narrative:
No serious deterioration in state of health is reported. The physicist reported critical organs were not irradiated during the occurrence. Though still under investigation, varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected upon completion of the investigation.